Manufacturer narrative:
To resolve the issue the customer rescanned the barcode and the sample was correctly read as (B)(6) on the archticet c4000 processing module. The service representative inspected the hand-held bar code scanner, read the abbott calibrator tube, reagent bottle and the sample tube in question a dozen times to verify correct operation, identification, and issue resolution. The instrument service history review revealed no additional service tickets associated with barcode reader misread. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. The instrument result log for (B)(6) was reviewed and sid (B)(6) was listed on february 19th. However, the sample was never processed by the architect (B)(6). Review of tracking and trending for arc barcode scan and architect c4000 processing module did not identify any related trends for the complaint issue. The device history record was reviewed and did not identify any non-conformances or deviations for the arc barcode scan and the architect c4000 processing module. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the architect c4000 processing module, serial number (B)(6) or the arc barcode scan was identified.

Manufacturer narrative:
To resolve the issue the customer rescanned the barcode and the sample was correctly read as (B)(6) on the architect c4000 processing module. The service representative inspected the hand-held bar code scanner, read the abbott calibrator tube, reagent bottle and the sample tube in question a dozen times to verify correct operation, identification, and issue resolution. The instrument service history review revealed no additional service tickets associated with barcode reader misread. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. The instrument result log for (B)(6) was reviewed and sid (B)(6) was listed on february 19th. However, the sample was never processed by the architect (B)(6). Review of tracking and trending for arc barcode scan and architect c4000 processing module did not identify any related trends for the complaint issue. The device history record was reviewed and did not identify any non-conformances or deviations for the arc barcode scan and the architect c4000 processing module. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the architect c4000 processing module, serial number (B)(6) or the arc barcode scan was identified. Upon a retrospective review it was observed that the e1 - region state section was blank. It is now corrected to include the state initials ar.

Event description:
The customer reported issues when using the handheld barcode reader on the architect c4000 processing module. The customer states that when sid (B)(6) is scanned with the handheld barcode reader at one hospital site (heber springs) for lipase manual dilution test, it displays as sid (B)(6) for a sample at another one of their sites (arkadelphia), therefore was unable to process the test. No reports have been released to the medical provider. There was no impact to patient management provided.

Event description:
The customer reported issues when using the handheld barcode reader on the architect c4000 processing module. The customer states that when sid (B)(6) is scanned with the handheld barcode reader at one hospital site (B)(6) for lipase manual dilution test, it displays as sid (B)(6) for a sample at another one of their sites (B)(6), therefore was unable to process the test. No reports have been released to the medical provider. There was no impact to patient management provided.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.